Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on the communication bus. A field service engineer found blinking red light emitting diode and broken row board connector. Replaced tray to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not detect on communication bus, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.